Event description:
It was reported that a 40-year-old caucasian female who underwent an unknown breast surgery with a mentor memorygel, 450cc silicone breast implant experienced bilateral capsular contracture, grade unknown on the left, and grade iii on the right side postoperative. The MRI examination confirmed the issue. The patient went to her doctors for her right side only, but her mammogram shows it's both sides. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).